Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample and batch number are not available for evaluation. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the circuit was discovered melted once the ventilator alarm sounded. The heater was set at 35 degrees for a pediatric patient.